Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08590 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 700 mg/dl at the time of incident. Customer was admitted to the hospital last night. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was treated with manual injection and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.